Event description:
Medtronic received information that following the successful implant of this transcathter bioprosthetic valve, a third perclose was attempted to close the access vessel site. Manual pressure was then applied for 30-40 minutes to obtain hemostasis. An angiogram performed from contra lateral side confirmed that the profunda artery occluded. A cutdown was performed and the vessel was revascularized. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).